Event description:
It was reported that during an interventional procedure to treat a left circumflex, 90% stenosed lesion with mild tortuosity and mild calcification, a bmw universal ii guide wire was placed in the vessel. A non-abbott balloon catheter was advanced and dilatation was completed. During retraction of the balloon catheter, it became stuck with the guide wire. Both devices were retrieved as a unit. A non-abbott guide wire and non-abbott balloon catheter were used to complete the procedure. There were no adverse patient effects and reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.